Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/23/2024, it was reported by a sales representative via email that an ar-9560-24 univers revers modular glenoid baseplate and an ar-9561-20p modular glenoid central post were loose and floating in the patient's joint. The implants were flipped laterally. This was discovered on (B)(6) 2024. No additional information was reported.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.